Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Lead was returned severed 31.5 centimeters (cm) from the terminal end. Only the proximal segment was returned. Setscrew marks were in the correct location on the terminal pin. Continuity testing passed indicating conductors were intact. Laboratory analysis was to confirm the reported allegation.

Event description:
It was reported that this left ventricular (lv) lead caused the patient to experience diaphragmatic stimulation. Additional information received that this lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead caused the patient to experience diaphragmatic stimulation. Additional information received that this lead was surgically abandoned. No additional adverse patient effects were reported.